Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a procedure performed on (B)(6) 2023. During the procedure, the clip did not fire normally. The procedure was completed with another mantis clip. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip did not fire.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a procedure performed on (B)(6) 2023. During the procedure, the clip did not fire normally. The procedure was completed with another mantis clip. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts. Additional information received on november 06, 2023. The only problem was the clip could not be opened or closed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip did not fire. Block h2: additional information received on november 06, 2023: block b5 (describe event or problem) and (block h6 (device codes) block h6 has been updated based on additional information received on november 06, 2023. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria for the device in question.